Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No frozen screen noted during testing. Device received with missing display window cover and peeling keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was freezing after restart. Customer stated that front of the insulin pump falling apart. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damaged occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.